Event description:
Customer reported the live monitor blanks out and the technique drives to maximum. No pt injury was reported.

Manufacturer narrative:
A ge representative e evaluated the system, and replaced the interconnect cable. System operates as intended.